Event description:
It was reported the asymptomatic patient presented in clinic for a right ventricular lead implant procedure. During procedure, it was observed the newly placed lead had high pacing impedance. Upon attempting to reposition, the helix had difficulty retracting. The lead was explanted and replaced without issue. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing impedance was not confirmed, while the reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported helix event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. Visual inspection, x-ray examination, and electrical testing found no other anomalies.